Manufacturer narrative:
Cracked reservoir tube lip, broken battery tube threads, missing end cap sticker and cracked case near display window corners noted during visual inspection. Pump passed prime/delivery, displacement, basic occlusion, occlusion and excessive no delivery alarm test. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that customer continued to have high blood glucose even after infusion set change. Customer's blood glucose was 426 mg/dl. Customer was not in a vehicular accident and drive support cap was not damaged. Insulin pump would be replaced.